Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain and elevated metal ion levels. Doi: (B)(6) 2008 (right hip), dor: ni. Update (B)(4) 2014 - der rcvd. Updated dor, surgeon and sales rep information, added sleeve and unknown stem. Der states ' a size 45 depuy asr xl femoral impant, a size 50 depuy asr acetabular implant and a +2 depuy asr taper sleeve adapter 12/14 were all removed. Resident of (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.